Event description:
On (B)(6) 2023, an alleged patient posted on a company social media advertisement with the comment: "didn't work for me. Wound up having an emergency radical hysterectomy 1 month later." The patient had also posted to her own public social media account that she had an emergency total hysterectomy on (B)(6) 2023. On (B)(6) 2024, she posted that she was 32 days post-operation, in some pain that was tolerable, had a small cuff tear, and has strep b infection. The patient anticipated returning to work on (B)(6).

Manufacturer narrative:
Following the submission of the initial report, the alleged patient posted two additional posts to company social media advertisements, in which she stated "didn't work for me. Had to have an emergency abdominal total hysterectomy 3 weeks after the cerene" and "had the cerene procedure done and I was good for a month and then started hemorrhaging. I wound up having an emergency total abdominal hysterectomy." On (B)(6) , 2024, the company sent the alleged patient a direct message on social media, stating "please continue working with your physician to get the medical care you need. With your permission, we would like to follow up with your physician for additional information if you can please provide their name and contact information via dm or email (B)(4)." There was no response to this message, and the alleged patient made no additional posts on the company's social media channels or advertisements. As no further information regarding the patient, procedure, or device was available, the conclusion of the investigation was "undetermined" and the investigation was closed.